Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing impedance measurements were out of range during a follow up when it comes to this device and right atrial (ra) lead. It was noted that the device had migrated due to the separation of the suture sleeve. The ra lead had was noted to have stretched due to the migration of the device. No adverse patient effects were reported. A new device was implanted, while the ra was surgically abandoned. The device will not be returned. No adverse patient effects were reported.